Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx drug eluting stent to treat a lesion. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during positioning. No patient injury reported.

Manufacturer narrative:
Additional information: the lesion was in the proximal anterior descending branch, with moderate calcification, moderate tortuosity, 90% stenosis. Resistance was noted while advancing the device to the lesion. Excessive force was not used. The patient was in good condition. If information is provided in the future, a supplemental report will be issued.